Manufacturer narrative:
(B)(4). Date sent: 5/14/2026 d4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the insertion approach? Was a lateral force applied to the probe at any point during the procedure? Did the probe require extra force during insertion? Did the physician experience any resistance during insertion and/or use? Did the physician encounter anything hard during insertion? Are there any plans to retrieve the probe tip in the future? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a liver ablation procedure, the probe tip broke off inside the patient's body. They were not able to recover that metal but the patient is still doing fine right now.